Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that there was a failure of the speaker. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed the speaker was not producing sound. The fse replaced the speaker assembly, and the device was operating correctly. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).